Event description:
The manufacturer received the device for preventive maintenance and service activities. There was no report of patient use at the time of service, no clinical setting or device settings provided, and no death or serious injury reported. The initial complaints were related to physical condition issues, including missing rubber feet, missing power cord clamp, damaged handle, and damaged front case enclosure. During evaluation and subsequent repair testing, the device failed testing for a hardware power failure, indicated by a red led flashing and alarm condition. This failure was confirmed during service evaluation, and it was determined that the system/cpu board required replacement to address the malfunction.